Manufacturer narrative:
The viper2 final tightener handle (product code: 2867-45-500, lot number: gb39013) returned to the complaints handling unit (chu) for evaluation. Testing the tightener handle found that it would not ratchet at any level of torque. The handle was then disassembled. Multiple parts feature a large amount of rust which may have contributed to the issue. The associated sprocket inside the handle also features a large amount of rust and has been broken into four separate parts. This suggests that breakage potentially caused the seizure of the device. Because of this breakage, the torque the handle exerted on the set screw was beyond the designed upper limit of the handle. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the final tightener handle becoming seized cannot positively be determined. However, the breakage and rust may have contributed to handle seizing. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, th11-l4 instrumentation using viper was performed for the patient with vertebral tuberculosis (20s/female). During final tightening of the set screw with the tightener shaft and torque handle, the tip of the tighter shaft got broken and fell in the body. The surgeon attempted to remove the broken tip, but he could not. The procedure was completed with the broken piece left in the left th12. The surgeon suspects the torque handle (with the high torque value) as the cause of the breakage because final tightening was done without problem with another handle. The broken piece will be removed at the implants removal operation after about a year. Due to the incident, the procedure was extended for 15 minutes. The patient will continue to be monitored.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.